Event description:
Pts undergoing hemodialysis with a single-use dialyzer. Visible blood leaks noted in the dialysate line. Blood unable to be returned to the pts. Blood leak noted. New set up done and dialysis completed.